Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or battery out limit alarms noted. No further tests could be performed due to unresponsive keypad. The insulin pump had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.